Event description:
It was reported to boston scientific corp. In 2008, that an injection gold probe bipolar electrohemostasis catheter was used during an esophagogastroduodenoscopy procedure performed one month prior. According to the complainant, "during set up when the product was pulled from the package there was a kink in the line and the line had a hole in it. The wire was sticking out of the hole". The procedure was completed with the same injection gold probe bipolar electrohemostasis catheter. There was no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated the suspected device is being returned for evaluation, it has been received and the device evaluation has not been performed; the cause of the reported malfunction is undetermined.